Event description:
In 2005, the lay user/reporter contacted lifescan and alleged that his wife's one touch ultra meter was reading inaccurately erratic. The patient had received results such as 551 mg/dl, hi, and 412 mg/dl, performed within 10 minutes of each other. The reporter drove the patient to the emergency room and her blood glucose was tested on the ER meter with a result of 401 mg/dl, which correlates with the reported meter's results. The patient was not experiencing any symptoms at the time of concern. The patient was advised to go home and take her insulin. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl), and that it was coded correctly. The test strips were in good condition and within the expiration date. The patient did not have control solution and therefore, a quality control check could not be performed. A replacement meter, control solution, and test strips were sent to the lay user/patient.